Manufacturer narrative:
Section d10: device available for evaluation? Yes. Returned to manufacturer on 11/23/2020. Section h3: device returned to manufacturer? Yes. Device evaluation: the complaint lens was received in a specimen cup with taped up gauze. A completed jjsv shipping guide, and additional documentation were received as well. Visual inspection under magnification revealed, viscoelastic residue on the optic body and haptics. And that the lens was returned, cut in pieces with detached haptics. Which is consistent with a lens, that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed. And no product deficiency could be identified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed, no other complaints have been received for this po number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during (B)(6). (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient left eye due to debris/particles on lens, iol deposits, initial implant 2011. No further information is provided.